Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a potential o2 leak. There was no patient involvement.

Manufacturer narrative:
D4 primary UDI number corrected. Per additional info received this reported fault is high pressure o2 leak that did not affect the functionality of the unit. There was no reportable malfunction.